Event description:
Plus vks total knee arthroplasties (smith & nephew) have failed in this and 4 other patients. No bonding between the prosthesis and cement mantle, early failure less than 1 yr after tka.